Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7043566/5128379.

Event description:
It was reported that the device was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) system explant procedure.